Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "The clips do not close enough. A clip on the cystic artery was removed during surgery: extension of time for intervention." Patient status unknown.

Manufacturer narrative:
Investigation summary: one unit, in the locked-out state, was returned for evaluation with a dent on the proximal end of the shaft. Upon inspection, engineering determined that the unit functioned properly. The root cause could not be determined as engineering was unable replicate the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.